Manufacturer narrative:
H2: additional information ¿d4: unique identifier (UDI) #¿ h3, h6: ¿the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller s/n: (B)(6) the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q 2015. No visible manufacturing abnormalities were found; a review of risk management files found that the reported failure was documented appropriately. During functional evaluation the unit was powered-on but no information was shown in the display. A acoustical sound was heard corresponding to an f4 failure. The housing of the controller was opened and the display cable with the ferrite core was found detached which is the cause of the dark display . No fluid spill marks or dust were found inside the unit; the complaint was confirmed and the root cause was associated with design. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events. ¿

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a routine inspection, when the quantum controller was switched on, it displayed a f4 hardware failure. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.